Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and keypad anomaly. The customer stated that he has been having blood glucose readings of 500 mg/dl and over. The customer stated that the keypad is not responding. The customer was advised to treat with manual injection before troubleshooting the pump. The customer was advised to fill the cannula. The customer was advised to closely monitor the blood glucose as they start to come down. The customer declined to troubleshoot for high blood glucose.